Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "fluid, swelling, a lump under the arm" and exchange due to concern with textured product. Device has been explanted.